Event description:
Legal counsel for patient reports that patient underwent total left total hip arthroplasty on (B)(6) 2010 and that a subsequent revision procedure occurred on (B)(6) 2011, due to patient allegations of elevated metal ion levels, pain, inflammation, difficulty walking, sitting, and standing. A review of invoice history confirmed the acetabular cup, modular head and taper adapter were removed and replaced. Additional information in revision operative notes for the revision procedure that took place on (B)(6) 2011, confirms dislocation and loosening of the acetabular component. Patient medical records further indicate a subsequent revision procedure occurred on (B)(6) 2011. To remove and replace all components with cement spacer molds due to infection. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: possible adverse effects, number 2 states: ¿early or late postoperative infection and allergic reaction¿. This report is for a 2nd revision and is 2 of 5 mdrs filed for the same event (reference 1825034-2013-06207, 1825034-2014-00288 / 00291). First revision reported on mdrs 1825034-2013-04233 / 04235.